Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On the day prior to this event report date, the patient was admitted to the emergency room due to sudden back and abdominal pain. The health care professional was to follow-up with the managing doctor in order to determine information on dosing and pump location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.